Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that non sustained right ventricular oversensing due to myopotentials was observed on the implantable cardioverter defibrillator. Programming changes to turn off the low attenuation filter (lfa) were made but a single non sustained episode was still present. The patient was discharged, stable and was to be monitored.